Manufacturer narrative:
One cardiomems patient electronic system was received into the lab for analysis. Visual inspection of the power cord revealed physical damage due to excessive rotation which has broken the wire strands of the power circuit confirming the reported event. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to damaged power cord.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient called to report that the power supply cords have become worn and frayed causing sparks to come from the unit when plugged in. A replacement unit was ordered.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.